Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the physician was unable to implant the left ventricular lead due to not being able to access the coronary sinus (cs) with the catheter. There were two attempts at positioning. In the first attempt the cs was accessed, but the catheter fell out. The second attempt would not go in. The catheter was not used and the lead was not opened. No patient complications have been reported as a result of this event.